Event description:
On (B)(6) 2012, the reporter contacted animas alleging issues with priming. After filling the cartridge to the 200 units level, prime requires 20-40 units before drops of insulin are seen , and then the insulin comes out in a stream. This issue started about 2 months ago and it is becoming progressively harder to prime the pump. Blood glucose levels have reportedly been in the 200's with no signs/symptoms of diabetic ketoacidosis or hyperglycemia. Customer service advised the reporter to never overfill the cartridge and to contact the health care profession for a back-up plan, if needed. She was also advised to call immediately when feeling the pump may not be working correctly, as well as to have the patient go to back up plan or use the meter to bolus. No adverse event is reported in association with this complaint. The complaint is being reported due to the allegation of a malfunction during the prime step.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on testing, a rewind, load and prime sequence was successfully performed without alarm. The force sensor was tested and found to be within specifications. The pump was exercised for 24 hours without loss of prime occurring. The pump was opened for investigation and did not reveal any internal damage. Investigation was unable to confirm or duplicate the complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is anticipated but not completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.